Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip clip broken in the reported problem area of the pipette assembly. Replaced the tip clip and verified the repair. The instrument was tested without further problem, and was returned to expected operation.